Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "patient had several IV infusions running including calcium, potassium, magnesium, and normal saline. When nurse rounded on patient, she noticed that the magnesium bag was empty but was not alarming to stop the infusion. She glanced at the tubing and noticed that the tubing attached to the magnesium drip was dry, except several inches of tubing that was connected to the patient. She immediately stopped the infusion channel. No air reached the patient as there were other infusions running at the same time that was not dry. The concern is that the channel that was infusing the magnesium did not alarm, but continued infusing as air was in the line past the point at which the pump should have recognized air. The nurse notified the nurse manager, and they contacted biomedical engineering to assess device." Customer indicated type of event: serious injury and outcomes attributed: required intervention on medwatch report. Customer chose to remain anonymous and therefore unable to contact customer for clarification of event.